Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the patient will be scheduled for an ipg changeout in future

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was unable to be interrogated. A magnet test was performed to confirm pacing function. The ipg remains in use. No patient complications have been reported as a result of this event.